Manufacturer narrative:
Product complaint # (B)(4) h6 type of investigation: c22 ¿ photo evaluation. H3 investigation summary: the product was returned to ethicon for evaluation. One unopened sample was received for analysis. Product code vcp774d. During the initial inspection of the sample, the foil packet was found to be ripped. This damage was noted to be outside in and appears to be caused by an unknown object, which compromised the integrity of the packaging. To complement this assessment, one photograph was provided that visually documented the damage in the foil packet. Due to the damage found on the device, the complaint is confirmed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device was part of initial bounding as incident batches were 100% inspected and zero additional hole in cavity defects were found per bounding requirements. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The primary package of the suture was found damaged prior to use. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.